Manufacturer narrative:
A ge rep evaluated the system and reseated circuit boards and connectors and reloaded software. The system operates as intended.

Event description:
The customer reported the left monitor would go blank during a procedure. The left monitor displays the live fluoroscopy image. There is no report of pt injury or death.